Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance breakage suture. Seven unopened samples were returned for analysis. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Product of a different lot number was returned by the user: twenty unopened samples of product code jv586, lot pbbbkdr0 were returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and no nonconformances were identified.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date in (B)(6) 2019 and suture was used. The suture broke at the level of the crimping during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.